Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called emergency medical services, and the customer was hospitalized. Customer's blood glucose level at the time 79mg/dl. The customer also mentioned that while they were trying to prime the air bubbles, the insulin pump started vibrating and displayed finish loading. No additional information was provided.